Manufacturer narrative:
The coil is being returned from the hospital by the customer engineer for evaluation. Evaluation of the device involved in the incident will be conducted. Results will be determined following evaluation of the coil. Toshiba is currently investigating the cause of the incident.

Event description:
It was reported by the customer service engineer who was at the hospital (medical center), that there was an odor in the magnet room following an MRI procedure (the patient had already left the room). Per the customer service engineer, a burnt electrical odor was found to becoming from the flexible body speeder coil and the coil felt warm. A new coil was ordered for installation the next day. The current coil was not to be used. Later that evening, the toshiba customer service engineer stated that the coil was still giving off an odor. He opened the coil and states that he found two (2) burned areas on the coil. The hospital did not see the burned areas nor did the patient complaint about anything getting hot during the procedure.